Event description:
During a pepcid infusion, it was noted that the hard plastic portion that attaches to the needleless valve had a pinhole in it. The pt was deaccessed and reaccessed with a new huber needle.